Event description:
It was reported that the right ventricular intrinsic amplitude was out of range. Stored electrograms (egms) showed oversensing of the atrial signal on the right ventricular channel. Technical services (ts) recommended further review with an in-office programmer session. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that the right ventricular intrinsic amplitude was out of range. Stored electrograms (egms) showed oversensing of the atrial signal on the right ventricular channel. Technical services (ts) recommended further review with an in-office programmer session. Additional information noted that the right ventricular sensitivity was adjusted to prevent future oversensing. No adverse patient effects were reported. The device remains implanted.